Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) intermittently failed to provide glucose readings to the ilet bionic pancreas after sensor warmup, while the dexcom app displayed values and pairing codes matched between the app and the ilet; the issue was characterized as a cgm pairing or communication failure affecting integration with the ilet. User experienced transient loss of glucose data availability on the ilet with no reported adverse clinical symptoms. Outcomes included a temporary interruption of automated therapy decisions until data transmission resumed, with no health impact. User support included guided troubleshooting and education: sensor toggling between g7 and g6 within the ilet, device restarts, verification of sensor code consistency, and monitoring for restoration of data flow. Investigation of this case revealed that the ilet began displaying glucose data after the interventions, indicating a resolved communication link issue without evidence of hardware failure of the ilet or cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing anomaly resolved through standard troubleshooting.